Manufacturer narrative:
One photo was received for evaluation and no defects or anomalies were noted. One used device was also received for evaluation; as received the vial spike was broken. Examination of the break area showed cold form damage. One side was higher than the other, typical of a bend break. The reported complaint can be confirmed. The probable cause is due to an unintentional bending force during use. The directions for use stated, "place vial on hard surface (counter), remove end cap from chemolock vial spike (if applicable) and align spike with center of vial closure. Push spike straight into center of vial stop." The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaints.

Manufacturer narrative:
B3 - date of event - the date of event is unknown, and 01 oct 2025 has been used as a placeholder. The device is available for evaluation- it has not been received. The investigation is pending.

Event description:
Event occurred regarding a chemolock 13mm closed vial spike where it was reported that the tech went to spike the adapter onto the vial and the spike broke off. There was patient involvement, and staff exposure. There was also delay in therapy.